Manufacturer narrative:
The device has been returned to the manufacturer, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Returned dacapo power pack showed a broken housing with electrolyte leakage. However, neither patient contact to battery chemistry nor injuries were reported.